Event description:
According to the report the patient's audiologist stated that the patient was not performing well with her left cochlear implant. The patient's maps on the left side showed 4 electrodes disabled due to no auditory stimulation. Another 2 electrode channels were turned off (6 in total) because the patient did not like the sound quality. The patient was then referred to the surgeon, who ordered a CT scan. Results of the scan showed that the majority of the electrodes are extracochlear. A revision surgery has been scheduled for (B)(6). The external processor and components are ok, the internal device is ok.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.